Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced a blackout display. The issue occurred during a diagnostic laparoscopy procedure which was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure (the display is blackout) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: part of the image is not displayed a root cause could not be identified. Based on the results of the investigation, it is likely that an electrical component failure led to the display blackout. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.